Manufacturer narrative:
Additional information was received that the damage to the device was of the bed chassis and not the panel. Therefore, there was no reportable malfunction.

Event description:
It was reported that the unit had broken side panels. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Device evaluation anticipated, but not yet begun.